Manufacturer narrative:
Additional information: based on the limited information received from the field, the recipient did not have benefit from the implant system anymore. It was seen that the conductiv link extruded into the ear canal, however only this fact would not explain for the reported lack of benefit. To determine a possible damage to the device further information and/or a device investigation on the explanted device would be necessary. Re-implantation is considered but not scheduled yet.

Event description:
The user is no longer able to hear with the device.no further information is available at the moment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is no longer able to hear with the device. No further information is available at the moment.